Event description:
(B)(4) study. It was reported that in-stent restenosis occurred. On august 2010, the patient was presented with chest pain associated with shortness of breath and was diagnosed with unstable angina and non st elevation myocardial infarction (nstemi). Cardiac catheterization was recommended. Subsequently, the index procedure was performed. The target lesion was a de novo lesion located in the distal left anterior descending (lad) with 95% stenosis and was 10 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilation and placement of 2.25 x 20 mm taxus liberte stent with 0% residual stenosis. Three days post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2013, the patient was referred with positive stress test. Cardiac catheterization was recommended. At the time of the event, the patient was on aspirin and prasugrel and the study drug was last taken on august 2011. Coronary angiography was performed. The 70% in-stent restenosis of the study stent in distal lad was treated with balloon angioplasty. Following post dilatation, the residual stenosis was 10%. Post procedure, the event was considered to be resolved without residual effects and the patient was continued on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the in-stent restenosis (isr) was located in the mid-distal left anterior descending (lad) artery.

Manufacturer narrative:
(B)(4).